Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user performed a supply change but did not lock the insulin cartridge into the housing, resulting in the cartridge becoming dislodged from the ilet and subsequent hyperglycemia with a peak glucose of 453 mg/dl and prolonged elevated readings with device alerts. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included use of backup subcutaneous insulin via pen and temporary disconnection from the pump per guidance, with blood glucose later reported at 153 mg/dl and steady. Investigation included customer interview, device-use review, and troubleshooting and education on proper cartridge installation and insulin stacking avoidance. Investigation of this case revealed user handling error related to incomplete cartridge seating and a need for reinforcement of setup and exercise disconnection practices. It was concluded that the event was attributable to use error with no device malfunction detected, and that the device performed as designed once properly reconnected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.